Event description:
Initial reporter indicated that their pt was in hosp for having increased seizures. It is unk at this time if the increase in seizures is above or below their prevns seizure rate. The pt was scheduled to have their generator replaced in 2007 for being at end of battery life and it is unk if the replacement surgery occurred. Good faith attempts have been made for add'l details.